Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A certified surgical technician/surgical coordinator reported that following an intraocular lens (iol) implant procedure, a patient reported that the vision in the right eye was not as clear as the vision in the left eye. There was a residual refractive error. The lens was exchange in a secondary procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that there was no patient harm, the patient's issues have resolved, and the prognosis is good. The lens was exchanged for the same model iol, but 1d difference in power.